Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced intermittencies and loss of sound. The recipient's device was explanted. The recipient has been reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced intermittencies and loss of sound. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient has been reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The no input signal prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feeedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.